Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. User facility forwarded MFR report number (B)(4). This manufacturer report number and the attached user facility report number are for the same patient, part number and event. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-03790).

Event description:
It was reported that the patient underwent an initial ankle procedure on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 due to infection. The cannulated screws were removed and antibiotic beads were placed in the patient's ankle.